Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited crosstalk oversensing with the potential during an atrial pace showing on the ventricular channel. The crt-d system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited crosstalk oversensing with the potential during an atrial pace showing on the ventricular channel. The crt-d system remains in service. No adverse patient effects were reported.